Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Upon loading a new cartridge an occlusion alarm occurred. Tandem technical support performed troubleshooting for the occlusion alarm and found the issue to be at the infusion set site. However, the customer declined to examine the site and declined further troubleshooting with tandem technical support. The customer's blood glucose was 232 mg/dl.